Event description:
Healthcare professional reported "exchange/pain". Later, healthcare professional reported "painful capsular contracture", "deformity of the reconstructed breast", " seroma pocket" and " invasive ductal carcinoma". This record is for the right side. The device was explanted and replaced. The device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture, seroma, and visibility/palpability are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "painful capsular contracture", "deformity of the reconstructed breast", " seroma pocket" and " invasive ductal carcinoma".